Manufacturer narrative:
During inspection and testing, the reported issue (sound while rotating knobs) was confirmed and found to be caused by deformed right/left knob and up/down knob. In addition, service found the nozzle was deformed, the light guide lens was scratched, the plastic distal end cover was scratched, the adhesive on the bending section cover was detached, the bending section cover was discolored, the connecting tube was discolored, the control unit was dirty, the right/left knob was dirty, the up/down knob was dirty, and the water removal ability was out of specification due to clogged nozzle. The bending angle in all directions was out of specification, and there was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field service engineer (fse) reported that sound was generated while rotating both angulation knobs of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material in the nozzle could not be identified but is likely a result of the nozzle being deformed. The event can be detected/prevented by following the instructions for use which state regarding the reprocessing of a/w nozzle/channel: ·reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories -reprocessing manual_ cleaning, disinfection and sterilization procedures_ flushing detergent solution into the air/water channel - remove detergent solution from all channels olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported event (sound was generated while rotating both angulation knobs of the subject device): the reported issue was observed during maintenance of the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.